Event description:
The customer reported that the image was displayed upside down involving an Olympus Video System Center. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned to Olympus for inspection; however, the reported failure was confirmed by the technical assistance center. Based on the results of the investigation, the cause was traced to a component failure without any design or manufacturing issues.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements.